Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care professional (hcp) reported troubleshooting included impedances being checked (4000 ohms on some settings) on (B)(6) 2015 and they were reprogrammed. The reason for the revision was some/most impedance pairings were over 4,000 ohms with increased incontinence and decreased bowel movement passing. No stimulus was felt. It was unknown what the cause of the issue was that led to the revision in 2013.

Event description:
The health care professional reported the patient had a known history of severe voiding dysfunction, febrile utis and constipation. She had the device placed back in 2013 but she had a revision the same year to help with the symptoms. There was no further information reported about this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.